Manufacturer narrative:
T:slim g4 user guide states, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was in the "high 200" mg/dl range, and the meter bg reading was in the 90 mg/dl range. Reportedly, the customer used multiple bg meters to test bg levels when performing calibrations. No additional patient or event information was available. A replacement sensor was sent to the customer.